Event description:
It was reported that after a percutaneous transluminal coronary angioplasty procedure, arteriotomy closure of a moderately scarred common femoral artery was attempted using the perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed no suture was present on the needles. The device was removed over a guide wire and a second proglide device was attempted, but during suture deployment, the suture became hung up at the suture bearing area. The device was removed over a guide wire and a starclose se device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information. Device #2 proglide is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. Possible contributing factors for needle deflection that resulted in the needle-to-cuff miss included, but not limited to, operator deployment techniques, challenging anatomical conditions, and manufacturing deficiencies. The deployment technique of the operator, such as, a failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during needle plunger deployment, a change in angle or torque of the device during use, aggressively deploying or removing the needle plunger and/or inadequate positioning of the foot against the arterial wall may cause a needle-to-cuff miss. The operator was reported to be trained in the use of the proglide device. However, there was no information provided regarding the deployment technique of the operator. Patient anatomical conditions can affect the needle as it travels through tissue, the needle trajectory can be influenced by scarred or calcified tissue and be deflected away from the cuff during deployment. The amount of deflection will depend on the severity of the anatomical conditions. A femoral angiogram performed prior to arteriotomy closure did not reveal any presence of calcified plaque or tortuosity at the access site. However, it was reported that the access site was moderately scarred indicating that the anatomical condition of the patient may have been a contributing factor in the event. During manufacturing, the needle trajectory of every device is verified twice. Based on the investigation of the reported information and the inspection criteria, the reported needle-to-cuff miss and associated patient effect of continued bleeding requiring an additional closure device to achieve hemostasis appears to be related to the operational influences during use and not a product quality deficiency. A search of the lot history record for the reported lot revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. A query of the complaint database was performed and there have been no previous incidents reported for needle to cuff miss for this lot. All products are subject to an inspection by manufacturing. A sampling of finished devices is destructively tested to verify the functionality of the device. A quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). Subsequent to the previously filed medwatch reports, the customer provided the incorrect device lot number and was unable to provide the correct device lot number. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis.